Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly deployed. Inspection of the device found the exposed portion of the soft cannula to be kinked. It cannot be determined when or how the damage occurred to the soft cannula. No other defects or deficiencies were found that would result in high blood glucose levels. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The father reported that the patient's blood glucose rose while he was wearing the pod on his leg for between 1 and 4 hours. He stated that the cannula appeared as though it had folded in on itself. The patient's levels had reached the 300mg/dl range. Treatment included changing the pod.